Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the transmitter download was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to a transmitter current high state. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.